Manufacturer narrative:
The ev1000 databox was evaluated for the failed test. The iso board was found to be defective due to a component failure. The connector damage on the cpu board is consistent with improper use. The iso board and the cpu board were replaced. The device will be returned to the customer. The device history record was reviewed; no related non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during preventative maintenance the databox failed at the terms of, "cvp accuracy test" during the evfts test. The connector on the cpu board was damaged as well. There was no patient involvement. The cvp accuracy test results were: accuracy at 50 mmhg ¿ actual: 46.96, range: 49.50 ¿ 50.50. Accuracy at 150 mmhg ¿ actual: 146.95, range: 148.50 ¿ 151.50. Accuracy at 250 mmhg ¿ actual: 246.96, range: 247.50 ¿ 252.50. Accuracy at 310 mmhg ¿ actual: 306.96, range: 306.90 ¿ 313.10.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.